Event description:
Customer reported via phone, the insulin pump was not responding properly. Customer stated she checked her blood glucose was 103 mg/dl and ate a banana and when she pressed act button it wouldn't respond. Then she pressed the up or down button, nothing moved. Customer removed the battery in attempts to resolve the issues. Customer was able to deliver 15 units and checked blood glucose level again and it was 193 mg/dl. The device then froze again and when she put it in her pocket the device was scrolling. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer is not returning the device due to she has new insulin pump at home.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.